Event description:
The dialyzers are arriving from the distributor cracked and leaking. There have been several in 5 different lots over the past three months. It is believed they are freezing during shipping causing the breakage. Most of the breakage is on the arterial end of the dialyzer. In the last box all of the broken dialyzers were packed on the bottom of the box. They come packed in a corrugated cardboard box with corrugated cardboard inserts curved to support each dialyzer. These are placed in rows on top of each other. There is no foam or air packing to protect the dialyzers during shipping. The boxes are marked "fragile handle with care. Temperature limitation 0-30 c."